Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Concomitant medical products- g7 pps ltd acet shell 54f catalog#:010000664 lot#:6047001, g7 screw 6.5mm x 30mm catalog#:010000999 lot#:6025561, g7 screw 6.5mm x 30mm catalog#:010000970 lot#:3547809, g7 screw 6.5mm x 30mm catalog#:010000977 lot#:3547809, g7 curved acet shell inserter catalog#:110003453 lot#:unk, g7 32mm ball impactor catalog#:010002725 lot#:unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s): unknown cup. Unknown head. Unknown stem. Report source: country: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, the liner was unable to be seated into the shell. The surgeon used 3 screws in situ; these did not affect the liner. The surgeon cleared away bone around cup rim to avoid impingement. The surgeon reported the liner was very difficult to use due to the extra bone clearance required to seat. The surgeon used a second liner to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.